Manufacturer narrative:
Submit date: 03/25/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a PICC catheter. The customer reports that the are continuously infusing 2 ml per hour and the line is clotting.

Manufacturer narrative:
Submit date: 06/27/2016. An investigation was performed. This complaint could not been confirmed because the actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of the reported condition. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR¿s are reviewed for accuracy prior to product release. The complaint description states that the customer reports that they are continuously infusing 2 ml per hour and the line is clotting. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not confirm a root cause for the event, however, product specifications and procedures were reviewed in order to identify the possible causes for the occlusion. The following potential causes were identified: a. Mishandled b. Inspection not performed c. Defective material d. User misuse. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.